Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited increased shock lead impedance from 60 ohms to 100 ohms with this old device. The shock lead impedance measurement is now consistent in the 100 ohms range in all vectors with the new device however, coil to coil measurements was 153 ohms. No noise noted on the system and defibrillation threshold (dft) test is normal. Boston scientific technical services (ts) discussed dft showed that the system can handle high energy shock. The device was explanted due to normal battery depletion (nbd). The cause of observation has not been determined. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the device is returned analysis will be performed and this event would be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that approximately six and a half months later, the shock impedance measurement was greater than 200 ohms in triad and rv coil to svc coil configurations. When programmed coil to can the impedance measured at 135 ohms. Boston scientific technical services (ts) was consulted and suggested performing defibrillation threshold (dft) testing and obtaining an x-ray to assess the system. An x-ray was taken which yielded inconclusive results. The right ventricular (rv) lead was explanted approximately two and a half weeks later and the device remains in service. No additional adverse patient effects were reported.